Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that seven days post implant an intermittent loss of capture was reported. At the moment biotronik has no further details with regard to a revision procedure. The lead remains implanted. Should additional information become available this file will be updated.